Event description:
Customer reported that she had unexplained high blood glucose. Customer went to the emergency room and was hospitalized. Customer's blood glucose reading at the time of the emergency room visit was 502 mg/dl. Customer stated that her insulin pump delivered insulin wile she was sleeping, and cause a low blood glucose of 40 mg/dl. Customer also stated that the drive support cap broke off on her insulin pump. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.